Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the small battery drive device trigger was blocked, jammed and heavy moving, gear shift was difficult to move, control had too much power and the motor charge current was too high. It was further determined that the device failed pre-test for check the switching function, check the triggers and electronic control unit function and power with the test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as december 15, 2017 in the initial report and has been updated to december 19, 2017. Additional information: device evaluation: further evaluation determined that the handle lever was seized, jammed and moving heavily. If additional information should become available, a supplemental medwatch will be submitted accordingly.